Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor inaccuracy. The sensor functioned properly upon insertion since his sensor glucose was 143 mg/dl and his blood glucose was 161 mg/dl. He gave himself insulin and calibrated three times. Soon, his pump suspended his sensor glucose was 50 mg/dl and his blood glucose was still 161 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised on the causes of the sensor glucose and blood glucose discrepancies. The customer was reminded that he did give himself insulin. At the end of the call the customer's blood glucose began to come down. No products were shipped or returned.